Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "the end of the cannula became disconnected to the tubing on the cannula." Alleged defect reported as occurred during use. Customer reports no patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "the end of the cannula became disconnected to the tubing on the cannula." Alleged defect reported as occurred during use. Customer reports no patient injury or consequence. Patient condition reported as "fine".